Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the system98xt intra-aortic balloon pump (iabp) unit required maintenance #4. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) have checked and found that the unit compressor motor over temperature alarms recorded in system diagnostic support, opened the compressor and cleaned and re fixed properly issue resolved. Unit needs replacement of safety disk and 5000 hours compressor preventive maintenance kit as soon as possible. Unit is handed over to the customer in working condition.